Manufacturer narrative:
Evaluation of the returned smart coil could not confirm the reported complaint as the device was returned advanced from its starting position within the introducer sheath. Evaluation revealed that the embolization coil was intact with the pusher assembly, and blood was observed on the coil and inside the introducer sheath. During functional testing, resistance was experienced while attempting to advance the smart coil out of its introducer sheath due to the dried blood inside the sheath, and the coil could not be advanced out. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the resistance experienced advancing the smart coil within its introducer sheath. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the ophthalmic artery using penumbra smart coils (smart coils), non-penumbra coils, and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous, calcified, and narrowed. During the procedure, the physician placed a smart coil and six non-penumbra coils into the target vessel using the microcatheter. While attempting to advance a new smart coil within its introducer sheath, the physician experienced resistance. Subsequently, the smart coil would not advance at all from its initial position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.